Manufacturer narrative:
Unable to verify if unit was not received stuck in manufacturing mode due to no button response. Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test or leak test due to missing retainer. Unit had no button response due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. No damage noted on the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's connection with reservoir compartment was broken, the ring was missing, and the keypad was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.